Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appeared clear. No foreign material was observed within the device or on the shell surface. Pe discovered a crease on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It has also been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is also a known complication associated with these devices as stated in the IFU. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 400cc mentor memorygel breast implant and suffered right-sided capsular contracture postoperatively. The patient had an MRI, which also indicated intracapsular rupture. As a result, the patient underwent bilateral removal and replacement with two like devices (serial #(B)(4) on the right, #(B)(4) on the left) on (B)(6) 2018. On 9/13/2019, mentor became aware that psr report reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this report number.